Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was not performing as intended. Tandem technical support was unable to perform troubleshooting as the customer ended the call. There was no reported impact to the customer's blood glucose level.